Manufacturer narrative:
Corrected data: in the initial summary report the word "vmsr" was not included in the exemption/variance number field. During a review of a case it was found the lot number and model was incorrect. This changes the information provided in the initial report and the following fields are not blank/empty since there are 2 devices as part of the summary report: d4 - expiration date. D9 - device availability. D9 - return to manufacturer. D9 - date returned to manufacturer. E1 initial reporter information section (title, first name, last name, establishment name, country, address line 1, city, state, zip code). E2 - health professional? Initial reporter also sent the report to FDA? G4 device manufacture date. In addition the field d4 - primary unique device identification (UDI) number is now a partial number, (B)(4), as there are 2 devices in the summary report the no. Of events summarized is now 2 and the lot number being added to the list of affected devices is 60429453. Device evaluation: one (1) investigation was completed during the reporting period and it was related to the device mentioned above, lot 60429453. The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of records including device history and complaint trending was performed. Records showed device met specifications prior to being released. No product deficiency was identified. All pertinent information available to johnson & johnson.

Manufacturer narrative:
Device evaluation: a visual inspection of the returned product did not reveal any obvious defects or damage. The syringe was not returned, therefore functional testing could not be performed. A review of the device history record (DHR) showed all devices meet material, assembly, and performance specifications at the time of product release. No product deficiency was identified. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes 1 malfunction event. The events were related to suction loss during laser fire. There were no patient injuries reported associated to the events.